Event description:
It was reported that the customer received repeated no delivery alarms on the insulin pump. The customer reportedly stated none of the cannulas had appeared bent or kinked and he was wearing infusion sets in the abdomen and thigh. The customer reportedly also stated the no delivery alarms were occurring while he was wearing the insulin pump and not during priming. The insulin pump was stated not to have been bumped or dropped and had no cracks. The customer's blood glucose was 9.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)